Event description:
It was reported that during routine device change out procedure lead testing revealed that the right atrial (ra) lead exhibited under sensing and failure to capture. Physician elected to implant a new ra lead, when placing the new lead, it was noted that this lead also exhibited poor sensing and loss of capture at multiple sites, the lead was not used and the chronic ra lead was left implanted with the new device and it was programmed off. The patient was stable prior, during and post procedure.